Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral vein was achieved with two proglide devices using the pre-close technique via an 8f sheath prior to a micra implant procedure. The sheath was upsized to 23f and the micra procedure was completed. Reportedly, one of the two sutures broke during knot tightening. Another proglide suture was added with the one preplaced suture to achieve hemostasis. There was no bleeding after closure; however, as standard operating procedure, manual compression was applied for five minutes. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.